Event description:
It was observed that during the device evaluation, the bronchofiberscope control unit exhibited disinfectant traces in the drum. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunction was identified during the device evaluation: the control unit had disinfectant traces and the drum. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.